Event description:
It was reported that the customer had a no delivery alarm during basal, bolus, fixed prime on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0 units and they observe insulin exiting the tubing or insulin pump alarms. The customer reported insulin exits with the manual prime. It was explained to the customer that the alarm caused by set/reservoir occlusion. The customer was advised that the no deliver alarm may have been resolved by disconnect and reconnect the set/reservoir.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.